Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-47755 should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-47753; 1627487-2020-47754; 1627487-2020-47756. It was reported that the lead located at t3 pulled out. Surgery may occur to address the issue. It is unknown which devices are related to the issue, so all suspected devices are being reported.